Event description:
The customer contact reported that the device powered off by itself with an inadequate response time following an alarm condition. The pump was delivering an unspecified volume of flolan at an unspecified rate. After an unspecified length of time, the nurse reported the pump "made a quick beep, shut off, and then powered on again." At this time, the nurse reprogrammed the pump to the previously programmed rate and the delivery was restarted. Approximately "5-10 minutes" later, the pump alarmed, powered off, and then powered on again. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. No power loss was noted during testing.